Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted: (B)(6) 2014. Dtpb2qq crtd, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had possible intermittent t-wave oversensing (twos) on the current and stored electrograms (egm). It was further reported that the lead exhibited a possible loss of capture. The lead remains in use. No patient complications have been reported as a result of this event.